Manufacturer narrative:
A field service engineer (fse) evaluated the instrument and found defective tubing at valve lv14. He replaced lv14 tubing and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained diluent fluid leak of 3ml from an overflowing white blood cell (wbc) bath in a coulter ac·t diff analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.